Event description:
It was reported that this system with an right ventricular (rv) lead and a pacemaker declared a signal artifact monitor (sam) episode and a safety switch with high, out of range (oor) pacing impedances. The minute ventilation (mv) feature was disabled due to the sam episode. Also, non physiological signal was observed after the mv feature was turned off. Origins for the oor rv pacing impedances were discussed and an outer conductor issue was considered. The patient is not pacing dependent and is 0% ventricular paced. Device reprogramming was recommended as well. The system remains implanted at this time. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.